Event description:
The customer contact reported the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. The device was returned to the biomedical department with a note that stated s233 malfunction alarm and loud fan. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device powered up with abnormal noise from the fan, and a s233 (overtemperature-psc) malfunction alarm code was noted in the device history. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device fan made an abnormal noise, and a s233 (overtemperature-psc) malfunction alarm code was noted in the device history. The probable cause of the s233 malfunction alarm code was due to a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.